Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. The surgeon used the device and it worked, however, when the device was loaded with a new reload the problem occurred. After pushing the anvil releasing button of the device in the pelvic cavity, the closing trigger did not close. He checked the cartridge and the distal part of the staple came out. Another new cartridge was loaded with the same result and the shaft bent without any reason. The case was prolonged by 10 minutes. It is unknown how the case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Articulation gear teeth. The analysis showed that the 6tb45 device a, was received with the articulation mechanism damaged and the anvil was found loose due to an insufficient anvil crimp. The device was received with a reload loaded in the device. The reload was received partially fired and with the lockout tab damaged. The returned device was tested for functionality with a test reload on the right and center articulated positions; when fire to the right the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the right articulation gear teeth, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The analysis showed that the 6tb45 device b, was received with the articulation gear damaged. The device was received with one reload present. The reload was received partially fired and with the lockout tab normal. The device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed the staples as intended, however, the articulation mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during manufacturing process. Instrument b: batch #f5ud74, exp date: 02/2014; h4: 03/2009.